Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm occurred (alarm 30). It was also reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 132 mg/dl.